Event description:
At 1:10 am, pt, status post coronary artery bypass graft x 3 and mitral valve replacement on 3/25/98, had a sutured right internal jugular cordis which became detached at stopcock on 4/2/98. On hearing an alarm, an rn entered the room and immediately turned the stopcock to the pt off, pt bled two units. H/h was 9.2/26.6 and pt given 2 units of packed red blood cells. At some point prior to event, pt had an embolic cardiovascular accident, despite anticoagulation therapy. On 4/3, the pt underwent a right femoral embolectomy and a saphenous vein patch angioplasty. On 4/4, the pt was removed from life support per the family's request as no neurological improvement was noted.